Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump insulin gauge was inaccurate. At the time of report, insulin gauge was accurate. Customer's blood glucose was 190 mg/dl.